Manufacturer narrative:
Findings: pump passed functional testing, including the operating currents test, self test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. Pump had cracked case at display window corner.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 129 mg/dl at the time of the incident. The customer states that their insulin pump triggers excessive no delivery alarms but their insulin pump continues to deliver insulin. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer stated that they tried all remedies but the issue was not resolved. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.